Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded key pad traces. No button error alarm was found during testing. No unexpected pump resetting or display blanking noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call of the screen on his insulin pump blacking out. Customer states that while trying to administer a bolus on his self, the screen blacked out and timed out. The patients' blood glucose was 400mg/dl. The customer was advised to discontinue use of pump, and that the pump would need to be replaced.